Manufacturer narrative:
Additional information was received that all the missing contacts were removed from the patients body. Sc-8216-70 (sn (B)(6)). Device evaluation found that the paddle silicone is torn at the junction and exposed cable protruding through the paddle silicone. It appears that the electrodes were torn off the paddle body by pulling on the lead body and lead body cables. Visual inspection revealed that one of the paddle electrodes was dislodged and four electrodes are missing from the paddle end of the lead.

Event description:
It was reported that the patient's paddle lead migrated and the contacts have fallen off the lead. The patient underwent a lead explant procedure. The explanted lead will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's paddle lead migrated and the contacts have fallen off the lead. The patient underwent a lead explant procedure. The explanted lead will be returned.